Event description:
The company representative reported that the customer is having issues with the transmitter. The customer is received a calibration error. It was also noted that the customer was receiving inaccurate sensor readings. The customer was unsure about the blood glucose reading, but they believed they were in the low 30's mg/dl. The sensor stated that the glucose reading was 92 mg/dl. The low blood glucose reading was treated with sweet drinks and cookies. It was also stated that the customer has been having pain at the sites. Troubleshooting was conducted for the event. The sensor will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.